Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section which state: 5.14 automatic suction function: the automatic suction function is a function that automatically performs suction when the cavity pressure exceeds the set pressure by 5 mmhg for 10 seconds or more until the cavity pressure falls to the set pressure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation and correction to the initial with information inadvertently left out (b5). Based on the results of the investigation, it is likely that the phenomenon "unable to perform insufflation properly (the green valve of the uhi-4 rattles continuously, causing unintended smoke evacuation)." Occurred due to that the automatic suction function of the pinch valve was activated due to the continued overpressure. However, a specific root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: "from section 5.14 of the uhi-4 instruction manual gt7589, 12th edition, if the overpressure condition continues for more than 10 seconds, the smoke evacuation (suction) will automatically operate."

Event description:
The user reported that the device malfunction occurs once or twice a month. It happens every now and then, but not often. The user thinks the settings was 10mmhg and the flow is unknown.

Event description:
The customer reported to olympus, the high flow insufflation unit had a pressure-specific issue where they were unable to inflate properly. The issue occurred during a therapeutic laparoscopic surgery that was completed. However, there were some delays on the procedure; the patient was not impacted and there was no medical intervention required due to the delay. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was not confirmed. Upon inspection, no malfunctions were reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.